Manufacturer narrative:
Analysis determined the neurostimulator was at reduced capacity due to overdischarge.

Manufacturer narrative:
Supplemental to update codes, code no longer applies.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot # n329474, implanted: (B)(6) 2012, product type accessory; product ID neu_unknown, product type unknown. (B)(4).

Event description:
The consumer reported that there was a poor communication screen on the patient programmer. The patient was unable to communicate with the implantable neurostimulator recharger. The last successful charge session was in (B)(6) 2015. The patient had seen a call your doctor message but did not remember what code was under the icon and only had the poor communication screen and reposition antenna screen at the time of this report. The poor communication screen began a couple months ago. Additional information received from the patient reported that their stimulator was discharged. When they tried to charge it they saw the poor communication screen appear. They repeatedly tried to charge the stimulator without success so they called their manufacturer representative to report the problem. They experienced no symptoms related to the potential overdischarge. Further information received from the manufacturer representative reported that an overdischarge was alleged and communication with the programmer, recharger or clinician programmer could not be established. The last successful recharge was in (B)(6) 2015 and the patient saw a 376 error code at that time on the recharger. A replacement antenna was sent. Recharging was not maintained due to an issue with recharging; the patient was hospitalized for reasons unrelated to the manufacturer's device or therapy. Three 60 minute physician mode recharges were initiated and the device would not charge. The patient was scheduled for replacement on (B)(6) 2015. The indications for use were non-malignant pain and radiculopathy. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.